Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was dead. The customer¿s blood glucose level was close to 300 mg/dl and 122 mg/dl and 110 to 140 mg/dl. Customer declined to trouble shoot for high blood glucose. The device will not be returned for analysis.